Manufacturer narrative:
According to the customer, on 4/01/24 the "locking lever" on the knee walker did not lock causing her to fall and land on her "foot" after a surgical procedure. The customer reported she uses the device for mobility after a surgical procedure was performed on her foot and her physician's order is "no weight bearing for 3 months" post procedure. The customer reported when she fell on her foot, she "heard a crack" and called her physician. The customer reported she is having an "xray" next week to assess the damage to her surgical foot. The customer reported she is having increased pain and taking "pain medication" that was prescribed prior to the reported incident. The customer reported she additionally has "scrapes and bruising" on her "knees and one elbow" that she has been cleaning with antibacterial soap and applying bandages to. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 4/01/24 the "locking lever" on the knee walker did not lock causing her to fall and land on her "foot" after a surgical procedure.